Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: "there was potential for patient harm, none was visible in the moment, unknown if there was impact after the collection. When the needle was put into the patient¿s arm the hub needle end broke and bent over, and the needle went deeper into the patient¿s arm. The phlebotomist was skilled and managed to complete the collection. The patient did not report back to us after the collection, so it is unknown if the patient experienced increased bruising or other impact from the problematic collection." Number of defective product(s): 1 is sample available: no concern description: product looked okay when user unpackaged the item. When collector put the needle into the patient¿s arm, the hub needle end broke and bent over. The needle then went deeper into the patient¿s arm."

Manufacturer narrative:
Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub collar separation with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub collar separation through corrective and preventive actions (CAPA) (B)(6).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: "there was potential for patient harm, none was visible in the moment, unknown if there was impact after the collection. When the needle was put into the patient¿s arm the hub needle end broke and bent over, and the needle went deeper into the patient¿s arm. The phlebotomist was skilled and managed to complete the collection. The patient did not report back to us after the collection, so it is unknown if the patient experienced increased bruising or other impact from the problematic collection." Number of defective product(s): 1 is sample available: no concern description: product looked okay when user unpackaged the item. When collector put the needle into the patient¿s arm, the hub needle end broke and bent over. The needle then went deeper into the patient¿s arm."